Event description:
Reporter stated, the account alleged they were using turn assist and the pt rolled out of the left side of the bed. No injury reported. Wound care nurse, alleged during a dress change, the left intermediate siderail unlatched, and the pt fell out of the bed. She reported, that the pt was not injured, she thought the pt landed on her feet. The technician found shipping banding handing in the area of the left intermediate siderail latch mechanism. He removed the banding, and the siderail functioned properly.